Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309659. Batch#: 4080570. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. "I was preparing medications for the first cataract patient of the day, I pulled out a 1ml slip tip syringe and noticed the package was dirty. Upon further inspection the interior of the package was also dirty. Package was never opened." Additional information provided: are you able to provide the address of the facility for us to ship the return label? 9000 w sura ln, greenfield wi 53228 (local representative informed me he was picking up the sample). Did you notice any unusual sounds or shifting inside the box when handling it? No can you describe any damage found to items inside the box? No damage within the box, single syringe had dirt within packaging. Can you describe external condition of the box upon receipt, any signs of mishandling/opened seals? Box had no damage. Any picture of this complaint? Yes, please see below.

Manufacturer narrative:
(B)(4). - supplemental MDR - foreign matter. One sample was provided to our quality team for investigation. Through visual inspection, it was observed that the interior of the package had an unknown brownish discoloration. Fourier transform infrared spectroscopy (ftir) analysis was performed, and most likely match with cellulose material. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path internal to package defect is associated with the packaging process. This condition is occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4080570. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.